Event description:
It was reported that the device shut down with a burning smell. There was no report of procedure or patient involvement.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device smoking. The alternating current (ac) board, low voltage power supply, charger, and direct current to direct current (dcdc) converter were found to be defective and were replaced. The device prompted error codes 208 and 203 during startup. The charger and capacitor bank were calibrated, followed by a power test and functional test, both of which passed. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this p120 was installed on (B)(6) 2020, and this event occurred 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A review of the device instructions for use (IFU) was performed, and it states that the reported patient effect of smoking is listed in the IFU as a potential outcome of this procedure. There is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics; therefore, no revision is required. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Event description:
It was reported that the device shut down with a burning smell. There was no report of procedure or patient involvement.